Manufacturer narrative:
.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement teratracker screw kit shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's teratrackers from the tactile probes set have screws that are stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.